Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer stated she was vomiting when admitted. The customer declined to give details about the event, but she stated that high blood glucose levels are normal for her.

Manufacturer narrative:
Additional information: currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.